Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash on her back, under the therapy electrodes of the lifevest. The rash was described as very itchy, painful, raw, blistery, and oozing. The patient's cardiologist advised the patient to not wear the lifevest until the skin heals. Follow-up indicated that the rash was healing.